Event description:
A user facility biomedical technician (bmt) reported a mixer was not filling. The bmt noticed burn marks and a burning smell from the pump capacitor. There was no patient involvement or patient injury noted. The bmt was advised to swap the fill valve, pump control bd and cables. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a mixer was not filling. The bmt noticed burn marks and a burning smell from the pump capacitor. There was no patient involvement or patient injury noted. The bmt was advised to swap the fill valve, pump control bd and cables. Additional information was requested but was not received to date.